Event description:
Prodigy diabetes care received a call on 06/30/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 9:00am. Patient's ((B)(6)) wife ((B)(6)) called in stating that (B)(6) has not been able to test his blood glucose with the prodigy meter due to the meter giving him a "l-b" error(insufficient blood sample). After 24 hours passed, (B)(6) went to his sister's house and tested his blood glucose with her meter and received a low reading which prompted him to go to his doctor's office. While at the doctor's office (B)(6) glucose bottomed out and he was transported to the ER. The reading on the prodigy meter the previous day at the time of the event was "l-b". 3 additional test were performed, all of which resulted in a "l-b" error. Prior to seeking medical attention (B)(6) consumed for breakfast a scrambled egg, sausage and a biscuit with coffee with cream. (B)(6) was given glucose gel on his tongue while waiting on paramedics. (B)(6) was in ER approximately 2-3 hours. After the medical attention (B)(6) doctor reduced his lantus dosage from 20 units to 10 units. Prodigy sent replacement and prepaid envelope requesting return of suspect system.